Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured november 18, 2015 ¿ november 23, 2015. The device was received for evaluation. Visual inspection revealed a dark brown particle, approximately 0.20 square mm in size, embedded in a segment of the tubing. The particle was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) via fourier transform infrared spectroscopy. This is the same material as the tubing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dark black spot in the line of a small volume intermate. The issue was discovered when the device was being filled with 90 ml of sodium chloride. There was no patient involvement. No additional information is available.